Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient in an emergency vascular procedure, the catheter tip of this fogarty embolectomy catheter broke off, being unable to retrieve the broken tip. There was allegation of patient injury due to the retention of a foreign body by the patient. However, no injury occurred during attempts to retrieve the fragment and no additional procedures have been required to date. The device was available for evaluation; however, it has not been received yet.